Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: "device photographs for the device related to the reported event of capsular contracture, seroma-late, crease/folding of implant, anxiety-product procedure were reviewed on mar 22, 2021. Visual analysis of the photographs identified: white encapsulation, red particle material on the shell. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode." The events of "peri-prosthetic fluid" and "capsular contracture" baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "peri-prosthetic fluid" "capsular contracture" baker grade unknown "depression and anguish due to...recall"

Event description:
Patient representative reported left side "peri-prosthetic fluid" "capsular contracture" baker grade unknown "radial folds" and "depression and anguish due to...recall." Device was explanted.